Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that the event 'occurred during the treatment of the intracranial stenosis. It was planned to use a non-stryker dac (distal access catheter) for implantation of the subject stent between basilar artery and vertebral artery, but in the middle of the vertebral artery, a strong resistance was encountered in the dac, which made it difficult to continue induction of the stent. An attempt was made to change the position of the inner bumper for guidance, but it did not advance up, and finally half of the stent was deployed within the dac, so it was stopped using. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of stent delivery catheter friction and stent partial deployment.

Event description:
It was reported that during the intracranial stenosis procedure, when the stent (subject device) reached the middle of the vertebral artery, a strong resistance was encountered in the distal access catheter and the stent (subject device) could not be advanced any further. An attempt was made to change the position of the inner bumper of the stent (subject device) for guidance, but it failed to advance any further and subsequently half of the stent (subject device) deployed prematurely within the distal access catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Event description:
It was reported that during the intracranial stenosis procedure, when the stent (subject device) reached the middle of the vertebral artery, a strong resistance was encountered in the distal access catheter and the stent (subject device) could not be advanced any further. An attempt was made to change the position of the inner bumper of the stent (subject device) for guidance, but it failed to advance any further and subsequently half of the stent (subject device) deployed prematurely within the distal access catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.